Event description:
It was reported that the patient presented to the emergency room with symptomatic bradycardia and complete heart block. Temporary pacing was required. Interrogation of the device revealed high lead impedance of greater than 9999 ohms in unipolar and bipolar configurations. A lead fracture was suspected and the lead was capped. No further patient complications have been reported as a result of this event.